Manufacturer narrative:
(B)(4). The actual device was serviced at the customer site by a field service technician. The display was found broken during visual inspection, confirming the reported condition. According to the alarm history review, there was no evidence of the reported problem. The assignable cause for the reported condition was determined to be a broken main display printed circuit board (pcb). The display was replaced as a corrective action. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a flogard infusion pump was broken. It is unknown when the reported condition occurred. There is no report of patient involvement. No additional information is available.